Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which successfully resolved the issue as the malfunction code did not recur. The customer was informed to continue using the pump and to call back if the malfunction code reappears, which the caller acknowledged and understood.